Manufacturer narrative:
The rod was returned for visual inspection and functionality testing. The reported issue was confirmed. The root cause of the reported event is a retaining ring failure.

Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received a revision procedure was performed on september 30, 2019. As per reporter, the end cap was rotating off the rod.